Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for complex reg pain syndrome type I. It was reported that during a call made to the patient to obtain info to update patient's ID card, it was found that the patient was in the ER due to a fall. Patient stated something got bumped, the battery was going dead, and the stimulation changed settings. No further patient complications have been reported as a result of this event.